Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. The implant was started on (B)(6) 2003 (incomplete due to hemorrhaging). It was completed on (B)(6) 2003. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation, on (B)(6) 2003. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems. No additional information was provided (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of a lavh, posterior colpoperineorrhaphy, cystoscopy, lysis of adhesions and (aborted burch procedure) during mesh implantation. It was reported that the patient underwent vaginal tape mesh removal on (B)(6) 2003 along with cystoscopy and reapproximation of vaginal epithelium due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary retention and nocturia.

Manufacturer narrative:
Date sent to the FDA: 05/03/2017. (B)(4). It was reported that following insertion the patient experienced hematuria.

Event description:
It was reported that following insertion the patient experienced hematuria.